Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right atrial lead exhibited noise via the psa. When the lead was connected to the pulse generator, noise was not observed. The lead remained implanted.